Event description:
A surgeon reports a patient experienced 'vision quality issues' following an enhancement procedure. Additional information provided indicates this patient was treated for hyperopia with astigmatism. At 8 months post-op, the patient's bcva in the right eye was the same as the pre-operative measurement. An enhancement was performed on a different laser system. During the post-operative period, the patient reported experiencing dry eyes. Three months following the enhancement, bcva in the right eye decreased by 1 line. This report is for the patient's right eye post-enhancement. The left eye is being reported under manufacturer report #1061857-2008-00014.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.